Manufacturer narrative:
Concomitant medical product: 4968-60 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and premature atrial contractions. The lead remains in use. No patient complications have been reported as a result of this event. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced because the patient could not tolerate the initial reprogramming to a non-susceptible mode. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.